Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe generator. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and the reported failure could not be reproduced. The unit energized and cauterized and all ports recognized instruments. An m-19 power failure error was found in the error log.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy (with lymphadenectomy) surgical procedure, the erbe triggered an m-02 error. The site was having trouble with the bipolar cord. Prior to calling, the customer had power cycled the erbe and replaced the blue bipolar cable with no change. The technical support engineer (tse) reviewed the logs and confirmed error m-02. The customer then stated that the bipolar energy was working. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 03/22/2024 and obtained the following additional information: the issue was identified during the procedure and the ports were placed. The system functionality was checked upon powering on the system. The customer is unsure if the system initially powered on without errors. A dvstat was contacted for troubleshooting and troubleshooting was completed. The site hooked up ft10 valley lab electrosurgical generator unit (esu) to the da vinci system to resolve the issue. The procedure was completed robotically with the ft10. There was no patient injury.